Manufacturer narrative:
The insulin pump was received with cracked and bleeding on lcd glass, minor scratched lcd window, cracked belt clip slot at battery tube threads area, and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump has a cracked lcd screen. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.